Event description:
It has been reported to philips that the system did not turn on. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) went onsite and found that the review panel was faulty. The review of system log file identified a voltage error on output 24v1 bank-a r-cab. The fse replaced the faulty review panel. After replacement, system was returned to use in good working condition. The codes were updated based on the investigation outcome.